Manufacturer narrative:
Visual inspection confirmed the reported event; the instrument shows signs of repeated use and the anterior section of the post feature has fractured off. DHR was reviewed and no discrepancies were found. This issue was previously investigated through the CAPA process and the root cause is considered to be a design issue, which has since been modified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02225, 0001822565-2019-02226, 0001822565-2019-02227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The instrument was returned fractured and in need of replacement. No patient involvement or adverse event was reported.